Event description:
--

Event description:
Boston scientific received information that this programmer had electrical fault. It was also noted that there were no signal lights. In addition, smoke was observed coming out from the circuit. Attempts to obtain additional information were unsuccessful. Available information suggests that this programmer remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the programmer underwent functional testing. Analysis revealed that programmer does not switch on. Visual check detected that printed-circuit board (pcb) was blown hence, replaced. Laboratory testing confirmed clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.